Event description:
Clinical study. It was reported that during a coronary artery stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated in the inedx procedure was a 2.5mm, 100% stenosed, 30mm long, bifurcated portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.50x16mm 8.8% drug eluting stent in the dist cx. During the procedure the patient experienced a mi. No additional treatment was performed. The patient was discharged 4 days later on plavix and aspirin. There wereno additional complications reported. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.